Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The detailed trace analysis confirmed the power error 25 alarm was triggered when a backup battery loaded voltage was less than 3.5 volts for four consecutive hours. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Verified the pump was responding to keypad input, the display was changing with the keypad button presses, and no locked up/frozen display during monitoring period noted. No unexpected unresponsive pump was noted during testing. The pump was received with a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was unresponsive. Customer's blood glucose was unknown. Customer will not be returning the device for analysis.